Manufacturer narrative:
Customer performed 5 test precision test to diagnose the problem. According to the dimension operator's manual, the wash probe tubing must be disconnected during weekly maintenance in order to stylette the wash probes. It was unable to determine why the wash probe tubing was disconnected, however there is a possibility that it was either not reconnected or reconnected adequately during weekly maintenance. The instrument is performing within specification.

Event description:
A falsely elevated ctni result of 0.87 ng/ml was obtained on one patient. The same repeated on the same dimension rxlmax instrument and an alternative xpand instrument and both results were <0.04 ng/ml. The result was not reported to the physician. There was no report of adverse health consequences as a result of the falsely elevated ctni results. During troubleshooting with the technical assistance center, the customer noticed that the wash probe tubing was disconnected. A lack of chemistry wash buffer can cause falsely elevated ctni results.